Event description:
Cadd prizm pump delivered 1000 ml of d5%ns over 3 hours, but was supposed to deliver over 4 hours at 250 ml/hour. Pump was programmed correctly. Dates of use: 2008. Diagnosis or reason for use: dehydration.